Event description:
It was reported that the patient presented in the emergency room because the implantable cardioverter defibrillator (ICD) was vibrating. Upon device interrogation, it was noted that the left ventricular (lv) lead exhibited high, out of range pacing impedance. Programming changes were made. The patient was in stable conation.